Manufacturer narrative:
The reported complaint was confirmed. Per data log review on 17-sep-2020, the system was used on 20-jan-2020. The system was power cycled and the date changed to 28-sep-2074, which triggered the reported message 'you have exceeded the 2-year service life of your batteries'. On the next power up the date changed to 21-jan-2020 which was likely correct. The log confirms the complaint. The service repair technician replaced the coin battery, hard drive and advanced technology extended (atx) board for precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the central control monitor (ccm) to operate as intended in both ambient and cold temperatures. The ccm was power cycled several times with no issues.

Manufacturer narrative:
The field service representative (fsr) observed the message and 'red' battery status were both cleared. He examined the logs and discovered the central control monitor (ccm) had changed the date from 20jan2020 to 27sep2074. The date remained incorrect until the morning of 21jan2020, when it went from 28sep2074 to 21jan2020. This date change caused the false battery preventive maintenance (pm) message and 'red' battery condition. Fsr installed a loaner ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'you have exceeded the 2-year service life of your batteries' message and had a red battery status. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.